Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. There is also a report of a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue when a new transfer set was provided and it was loose and the transfer set disconnected from the plastic adapter; subsequently, the patient experienced a break in aseptic technique coincident to peritoneal dialysis therapy. The peritonitis was manifested by fever and chills. Three days after event onset, the patient was hospitalized. On an unknown date, the patient was treated with cipro (dose, route, frequency, and duration not reported), intraperitoneal vancomycin (1g every day for 5 days for 21 days) and intraperitoneal ceftazidime (every day vancomycin is not administered, for 21 days; dose not reported) for peritonitis. Therapy remained ongoing. Two days after admission, the patient was discharged from the hospital. On an unknown date, the patient was retrained on aseptic technique. Twenty five days after the event onset, the vancomycin was discontinued. At the time of this report, the patient is recovering. No additional information is available.